Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017965-2020-05589. It was reported that the patient presented with unrelated chest pain. The right atrial and right ventricular leads exhibited noise, triggering false automatic mode switch, false high ventricular rate episodes, and noise reversion. There were also episodes of pacing inhibition. The patient admitted to the hospital for monitoring and was stable.